Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent reached the lesion without issue however the stent could not be deployed as the balloon failed to inflate when inflation was attempted. The patient was reported to be alive without injury.

Manufacturer narrative:
Inflation difficulties were experienced at 2-3 atm. The same inflation device was used with other devices pre and post the inflation difficulties with the resolute integrity. Another 2 resolute integrity stents were used to complete the procedure. Evaluation summary: a kink was evident on the hypotube. The balloon folds were intact. Contrast was visible in the inflation lumen. Kinks were evident on the distal shaft. The device failed negative prep. On pressurisation of the device, liquid was observed exiting the transitional shaft. The balloon did not inflate. Upon visual inspection of the device, a longitudinal tear was evident on the transitional tubing approx. 3.5cm proximal to the guidewire entry port. The material was jagged and uneven at the tear site. Damage was evident surrounding the tear site. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows a lesion in the proximal and mid circumflex artery and a lesion in the om artery. The lesion in the min lcx is pre dilated. A device that appears to be the complaint device is delivered to the lesion in the mid circumflex artery, but it is not deployed. The next images show further pre dilation. A stent is delivered to the lesion in the mid lcx and deployed. An image shows the treated lcx vessel. The lesion in the om artery is dilated. An image shows the treated vessels. There were no images suggesting inflation difficulties had occurred. If information is provided in the future, a supplemental report will be issued.